Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rash "like psoriasis". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a rash "like psoriasis". Patient additionally reported "inflammation¿ and believed it was due to ¿being allergic to the implant¿ or ¿potential rupture¿. This record is for the right side. Device remains implanted.